Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one short port btt black inflation valve would not stay depressed. As a result, the balloon would not remain inflated. The harvester went through another five short port btts from accessory kits with the same issue. A seventh short port btt from another accessory kit was opened and used to complete the case with no further issues. The hospital did not report any patient complications. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly.